Manufacturer narrative:
An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer reported a falsely elevated architect estradiol result on one (B)(6) year old female patient. The results provided were: on (B)(6) 2019 sid (B)(6) = 794 pg/ml(reference range: females: follicular phase 21 - 251 ovulatory phase 38 - 649, luteal phase 21 - 312 post-menopausal </= 28). The patient went to another hospital where the estradiol result on the roche method = 18 pg/ml. The customer sent the patient sample to another hospital and the result = 708pg/ml. The patient lodged a complaint because the discrepancy between the results was too large and the abbott platform result was inconsistent with the clinical diagnosis. No adverse impact to patient management was reported.